Event description:
It was reported the cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received undeployed. The data presented timeouts and a drive stall during first prime. The device was reset and rerun. The rerun data presented timeouts. Crystallized insulin occluding the hard cannula caused these rerun timeouts. Brass flakes were observed on the leadscrew. These flakes caused additional friction in the drive mechanism, resulting in the timeouts and drive stall observed in the original data. The debris on the leadscrew can be attributed as the cause of the needle's failure to deploy.